Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported suction loss during surgery-suction ring assembly issue with an intralase patient interface (pi) after the patient was applanated and after the laser fired. It was reported that the procedure was completed successfully. There was no patient injury reported and no surgical intervention was required. This report is one (1) of two.